Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Customer was offered a replacement pump as the issue could not be resolved, and steps for obtaining an out-of-warranty loaner pump were to be followed.